Manufacturer narrative:
Part number and lot number were not provided. Product was not available. At this time, there is no objective evidence to suggest a direct link between the post-operative condition and product used during the procedure. There was also no evidence to suggest that any product from this family did not pass requirements upon release for use. Physical evaluation was limited. Complaint history review for three years prior indicated similar allegations for the product family reported. Batch review was unattainable without a valid lot number provided. Labeling review was unattainable without a valid lot number or product code provided. Labeling review was unattainable without a valid lot number or product code provided. If further information becomes available, the complaint may be revisited. No further actions required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after a medial meniscus repair with a t-fix repair system, the patient experienced persistent pain and friction in the knee joint on exertion and showed thigh atrophy. The patient had an acl insufficiency and at a repeat arthroscopy was found to have another tear in the meniscus. It is unknown how the event was treated and the outcome of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.